Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced surgical wound dehiscence at the ipg site. The pt went to the ER for eval and there were no signs of infection found. The pt will follow-up with her pain physician.